Event description:
Pt's anatomy was characterized by tortuous iliac arteries. To alleviate some of the tortuosity, the physician planned to cross the limbs of the main body. However, the contralateral limb was not able to be placed on the ipsilateral side. Main body limbs were then placed in the aorta in the normal fashion. When attempting to place the contralateral leg graft, the graft was unable to be deployed in the contralateral limb, and the procedure was converted to an aortouni-iliac configuration. Converter was placed on the ipsilateral side successfully. An iliac leg graft was then deployed distal to the ipsilateral side. Angiogram performed noted some filling of the hypogastric arteries, and a slight endoleak distal to the leg graft. A second iliac leg graft was then deployed distal to the ipsilateral leg graft, providing a seal of the distal endoleak. An occluder was deployed in the contralateral common iliac artery, which showed leakage around the plug initially, but later viewed to have sealed. Upon further examination it was noted that the occluder had covered the internal iliac artery. The common iliac artery was then clipped off and a fem-fem bypass procedure was performed. Occluder was explanted. Procedure was concluded.